Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing rv oversensing on the lead. Oversensing was not reproducible in clinic. Diagnostic imaging revealed externalized conductors. Lead was capped and replaced. Patient was stable post-procedure.